Manufacturer narrative:
The analyzer serial number is (B)(6). Calibration and qc were reportedly within specification. For hiv duo testing, all initially reactive samples (results = 1.0 coi) should be re-determined in duplicate with the elecsys hiv duo assay. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. Confirmatory tests include western blot and hiv rna tests. For syphilis testing, further clarification is needed by performing additional tests (e.g western blot, treponemal, and non-treponemal). For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. Based on the calibration and qc data, a general reagent issue could be excluded. No product problem was identified.

Event description:
There was an allegation of questionable elecsys hiv duo and elecsys syphilis results for 1 patient sample on a cobas e 801 analytical unit. This medwatch will cover hiv duo. Refer to medwatch with a1 patient identifier (B)(6) for information on the syphilis results. The hiv duo result was 1.61 coi, with the hiv antigen result being 1.61 coi and the anti-hiv result being 0.093 coi, and the syphilis result was 2.41 coi. Both results were interpreted as reactive. The sample was re-centrifuged and the results were consistent after retesting. The repeat results were not provided. The patient has no history hiv or syphilis infections and previously had non-reactive results at another hospital.